Manufacturer narrative:
The device was evaluated by the MFR and it was determined, there was an issue with the toggle lever. The toggle lever assembly has been replaced and the device has been returned to the customer.

Event description:
It was reported that during the repair process in house, the trigger was sticking on the device. There was no pt involvement and no allegation of adverse consequences associated with this event.